Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish a telemetry session for a remote interrogation. All troubleshooting was exhausted and the caller was referred to the clinic to help rule out any potential implanted device concerns. The ipg remains in use. No patient complications have been reported as a result of this event.